Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd march 2025, it was reported by an arthrex employee via email that an ar-4068-90, suturelasso¿ sd, 90° straight's head experienced a sudden break in the joint cavity after the anchor stitches pass through the tendons at a normal angle. This happened during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using a new ar-4068-90. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image submitted from the field it was noted that the tip of the suture lasso was broken off. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion and prying/leveraging the device during use.